Event description:
It was reported that the patient (pt) had a strange reaction on boxing day. Pt was sitting down playing with their grandchild when they felt weird sensations down from their head to their arms and then their legs like when you turn it off etc checking impedance etc. It persisted for a few minutes. Two people had just started playing with laser guns nearby (3-4 feet away) and when they stopped pt gradually reverted back to normal. Pt does not know if relevant or not but it alarmed them enough that they checked everything was working using the handsets and all was absolutely normal. They did not try the guns again. Pt was fine the rest of the day and there have been no repeat incidents since.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.